Event description:
The user facility reported to terumo cardiovascular systems corporation that during setup, excessive pressure was needed to attach and remove the hansen connectors. Multiple attempts were made to attach the fitting with no results. Subsequently, the product was changed out and the procedure was completed successfully without delay. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations- and is indicated by terumo cardiovascular systems in the initial report submitted to the FDA on 05/14/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and is indicated by terumo cardiovascular systems. Upon completion of the investigation, it was found that the metal quick connect fitting was confirmed to have a very tight fit with the sx coupler ports. The brand of fitting used was found to have a relatively small inner diameter. Investigation into the molded coupler port found that the ports were measuring on the high end of part specification; however, they are not out of specification. The combination of a smaller diameter fitting and larger diameter coupler port was causing an interface between the two parts and is the root cause of the difficulty in connecting/disconnecting experienced by the customer. The address the fit issue, tcvs implemented a new mold insert for the sx coupler port so that the parts will be molded at or below the nominal outer diameter specification. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information become available. For this reason, terumo referenced evaluation conclusion. (B)(4).